Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels ranging from 200mg/dl to 500mg/dl and moderate to large levels of ketones. The customer delivers a correction bolus, flushes the ketones by consuming water and changes supplies to address the bg levels. The customer is able to clear the occlusion alarms after an infusion set site change or by changing the cartridge. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.